Event description:
User received high tsh results for 5 pt samples when compared to another analyzer. The following results provided is considered discrepant. Initial result was 5.30 uiu per ml, result from other analyzer was 3.44 uiu per ml. No info was provided to determine if erroneous results were reported or if pts were adversely affected. If add'l info is received, appropriate notification will be provided.